Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that on the night of 2014 (B)(6), the patient felt dizzy and ¿woozy¿. The patient was concerned as she did not have the pump checked following a magnetic resonance imaging (MRI) on 2014 (B)(6). It was confirmed that the MRI was not related to the pump. The patient had mris in the past and had made sure to have the pump checked. The patient called her healthcare provider (hcp) and was instructed to call the manufacturer to have a representative check the pump. The patient did not believed that she heard any pump alarms. Also, the patient¿s back where the pump used to keep her comfortable began hurting which began on 2014 (B)(6). The device system delivered morphine. Additional information received reported that a motor stall occurred and was confirmed. The motor stall was caused by the patient having an MRI. Pump logs showed a motor stall had occurred on 2014 (B)(6) at 11:55 and reached stopped pump period may exceed tube set on 2014 (B)(6) at 11:55. The healthcare provider (hcp) aspirated the reservoir on 2014 (B)(6) for a refill and had the following volumes: the expected residual volume (erv) was 7.9ml and the actual residual volume (arv) was 7.9ml. The patient's last refill was on 2014 (B)(6). The patient had a couple of days where they felt worse but then that resolved. It was later reported that the patient had not felt better since then. The patient started feeling worse on 2014 (B)(6), felt dizzy and pain had increased. The patient had been a little bit worse but not like the patient was "not getting medication" worse. The pump was read again on 2014 (B)(6), a second time and the event logs showed a motor stall recovery had occurred. The patient's last refill was on 2014 (B)(6). It was noted that the patient was receiving effective therapy.